Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one 7f telescope guide extension catheter (gec) when resistance was felt during use of the device. There was no damage noted to the packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. The lesion being treated was a moderately tortuous, moderately calcified lesion located in segment #2 of the right coronary artery (rca). The device was not excessively torqued. There was no resistance felt when delivering the device, and excessive force was not used during insertion/delivery. After segment #2 was ablated with a non-medtronic 2.00 mm rotational atherectomy device, optical coherence tomography (oct) was passed using a telescope. During additional treatment, a 3.5 x 15 mm non-medtronic cutting balloon catheter was used with the telescope and was inflated four times with a maximum pressure of 20 atm applied. No resistance was noted when advancing the balloon through the telescope prior to inflation. When removing the balloon, strong resistance was felt inside the telescope. Resistance was felt when removing the balloon. The balloon was fully deflated prior to attempting removal. No additional devices were used to remove the telescope gec and balloonfrom the patient. The telescope was flushed outside the body, and black debris came out. It was considered that the inner lumen of the telescope might have been scraped, so the use of that telescope was discontinued and a new telescope was prepared. No major damage to the telescope device was observed upon removal from the patient. No device fragments remained in the body. The procedure was successfully completed. At that time, the patient's condition did not change, and there were no st changes such as embolism caused by the debris. No patient complications were reported as a result of the event.